Manufacturer narrative:
Correction to h6 and h11. As reported, there was limited ejection of the guidewire loop of a 6f exoseal vascular closure device (vcd) and the device malfunctioned during use. There was no reported patient injury. The patient does not have any infectious diseases. The device was used in an intracranial angiography procedure. The user is trained to the device. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction and the indicator window did not change at all. There were no damages noted to the indicator wire loop when the device was removed from patient. The diagnostic procedure used an antegrade approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. The sheath was not kinked/bent. The vascular sheath introducer locked against the handle assembly and an audible click was heard but not obvious. The user is trained to the device. The device was device stored and prepped per instructions for use (IFU). Additional information was requested but not provided. One non-sterile vascular closure device 6f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was pressed and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found unlocked. A kinked/bent condition was found on the delivery shaft located approximately at 7.5 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. Functional analysis could not be performed since the unit was received deployed. The internal mechanism of the unit was inspected, and no anomalies were found. A review of the manufacturing documentation associated with lot 18179931 presented no issues during the manufacturing process that can be related to the reported event. The reported event by the customer as ¿indicator wire - deployment difficulty¿ was not confirmed, as the functional test could not be performed due to the device received deployed. The internal mechanism of the unit was inspected, and no anomalies were found. Additionally, the guard was received unlocked, and to deploy the indicator wire, it is necessary to first lock the guard. A kinked/bent condition were found on the delivery shaft. Dimensional analysis of the inner and outer diameter on the delivery shaft are within specification. The cause of the reported event could not be conclusively determined during analysis. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Procedural and/or handling factors might have contributed to the condition reported, as the device did not present any obvious indication of a manufacturing defect or anomaly that could contribute. The product analysis does not suggest that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 a review of the manufacturing documentation associated with lot 18179931 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was limited ejection of the guidewire loop of a 6f exoseal vascular closure device (vcd) and the device malfunctioned during use. There was no reported patient injury. The patient does not have any infectious diseases. The device was used in an intracranial angiography procedure. The user is trained to the device. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction and the indicator window did not change at all. There were no damages noted to the indicator wire loop when the device was removed from patient. The diagnostic procedure used an antegrade approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. The sheath was not kinked/bent. The vascular sheath introducer locked against the handle assembly and an audible click was heard but not obvious. The user is trained to the device. The device was device stored and prepped per instructions for use (IFU). Additional information was requested but not provided. The device was not returned as expected.